Manufacturer narrative:
The assignable root cause of the device evaluation was corrected from the device worn from normal use and servicing to user error/misuse and /or abuse. Due to further investigation, the evaluation was updated: reliability engineering evaluated the device and determined that the device showed signs that it might have been power broken. The cause of the power broken was due to misuse by running the device in the safe or load position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be user error, abuse and / or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ortho spine surgery, it was discovered that the motor device would not start when the surgeon stepped on the foot pedal device. It was further reported that the scrub technician had to spin the burr device to get the device to operate. According to the reporter, the malfunction occurred several times during the procedure. The reporter stated that the facility has been experiencing the alleged malfunction multiple times over the past couple of months. However, the reporter was unable to specify the specific amount of occurrences. There were no delays to the planned surgical procedure as an identical spare device was available for use. The surgery was completed successfully. The reporter was unable to specify if the surgery was completed successfully with the original device or a spare device. The exact date of the event was unknown; however, the reporter stated that the event occurred between the period of (B)(6) 2014 and (B)(6) 2014. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device had an internal rub from worn bearings. It was determined that this made the device difficult to start. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the device worn from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.